Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-45 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient had experienced pain at the site of the implantable pulse generator (ipg) for months. The device was explanted and replaced with a new device that was placed sub-muscularly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.